Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. It was reported that the patient showed symptoms of paraplegia post-operatively. Spinal drainage was performed and there was improve ment in the symptoms. The patient reportedly has been undergoing rehabilitation. The physician stated that the cause of the event was due to patient vessel morphology. The physician commented that the lumbar artery was covered at the time of the endovascular repair and was a factor of the event. They further noted that the patient had severe arteriosclerosis such that collateral vessels did not develop and led to the paraplegia. There was an improvement in the symptoms with rehabilitation. No additional intervention or treatment other than rehabilitation is planned. No additional clinical sequelae were reported.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.